Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, yellow particles inner the shell, opening on posterior and broken plug strap. Microscopic analysis was performed which identified: crease smooth opening on posterior, puncture opening on anterior, sharp broken on plug strap and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on anterior assessed as fold flaw opening, a striated punctured assessed as surgical damage like consist in the use of some surgical tool, and a sharp pattern on plug strap of broken device assessed as an unidentified (tear) opening.

Event description:
The device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.